Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided information on pump reset procedures, with the issue not recurring after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.